Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump battery gauge dropped from 30% battery life to 5% while the pump was plugged into a power source and sits at 5% for 15 minutes then goes up to 10%. The customer would unplug the pump and plug it back in and the pump battery gauge would jump to 85%. There was no impact to the customers blood glucose level. It was indicated that the customer would continue to use the pump until the replacement arrives and has manual injections available for alternate insulin therapy.